Manufacturer narrative:
Qn #(B)(4). The customer returned one cartridge 544253 hemolok xl clips 3/cart 42/box for investigation. The clip cartridge was visually examined with and without magnification. Visual examination of the returned cartridge revealed that there were 3 clips remaining in the cartridge. All three clips had the pierced boss end out of the cartridge. The clip applier was not returned. Functional inspection was performed on the returned sample. A lab inventory clip applier was used. The remaining clips were manually loaded into the applier and were all successfully applied to over-stressed surgical tubing. No functional issues were found with the returned clips. However, the returned clips could not be tested for proper loading since they were not properly seated in the cartridge. It is possible that the reported issue was caused by using damaged/misaligned appliers or due to improper loading technique, but this could not be confirmed since the applier was not returned. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of "loaded clip is insecurely seated" was not confirmed based upon the sample received. The sample was returned with 3 clips loosely seated in the cartridge, which prevented the clips from being able to be tested for proper loading. Upon functional inspection, all 3 clips were manually loaded into a lab inventory applier and were all successfully applied to over-stressed surgical tubing. No damages were observed to any of the returned clips. It is possible that the reported issue was caused by using damaged/misaligned appliers or due to improper loading technique, but this could not be confirmed since the applier was not returned. Although no functional issues were found with the returned clips, the clips could not be tested for proper loading which is the reported issue. Therefore, the complaint could not be confirmed and a root cause could not be determined.

Event description:
Clip fell from applier.

Manufacturer narrative:
(B)(4). The device history review for the product hemolok xl clips 3/cart 42/box lot# 73g1900493 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Clip fell from applier.